Event description:
Implant placed 3/17/98. It failed and was removed 3/31/98. One person affected.

Manufacturer narrative:
The patient medical history was received and evaluated. Infection is the probable cause of failure. The number is unknown. The implant has not been returned for evaluation.